Event description:
A doctor's office alleged that two (2) patients required medical attention due to the metricide 28 product which was used to disinfect their endoscopes prior to the patient's procedures. This is the second of two (2) reports.

Manufacturer narrative:
The complainant alleged that the patient experienced a reaction with symptoms of a fever, chills, and an inflamed rectum hours after an endoscopic procedure was performed. The patient called the doctor's office regarding their symptoms and was diagnosed and prescribed antibiotic medication over the phone. No further information regarding testing, diagnosis, or prescription medications was provided; however, it was confirmed by the complainant that the patient has fully recovered and is doing fine at this time. The complainant stated that the root cause of the reaction was determined to be due to an automatic endoscope reprocessor malfunction. It was discovered that the machine had not been properly rinsing the disinfectant from their scopes. The product involved in the alleged incident was not returned; therefore, no evaluation can be conducted. A DHR review revealed that the product was released within specifications and acceptable parameters. In addition, no previous complaints were received with regard to this lot.